Event description:
Vns pt was referred for surgical consult due to protrusion of the lead wire. It was reported that the pt was experiencing pain at the neck site and could feel the lead through the skin. It was reported that the pt had previously undergone revision of lead placement, presumably at the the time of generator replacement surgery approx 15 months prior. Review of mfg records for the bipolar lead confirmed sterilization of the device. Report is incomplete because no response had been received to MFR's requests for additional info from treating neurologist (via fax x2).

Event description:
Further follow-up revealed that the pt underwent exploratory surgery due to pain at the lead site. Non-absorbable stitches were found to be the cause of the pt's pain and were removed. The pt is doing well with no further problems.

Event description:
Further follow-up revealed that the vns system was explanted. It was reported that it was explanted because the patient no longer wanted it.